Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that claudication and in-stent thrombosis occurred. The subject was enrolled in the imperial clinical study with the patient identifier of (B)(6) on (B)(6) 2016, and the index procedure was performed on the same day. The target lesion was located in the right proximal superficial femoral artery (sfa) extending to the mid and distal sfa. The target lesion was 100% stenosed, was 181mm long with a proximal and distal reference vessel diameter of 5.00mm. The lesion was classified as a tasc ii b lesion. After treatment with pre-dilatation, the lesion was treated with placement of a 6x120mm and a 6x100mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2019, the patient was diagnosed with claudication and occlusion in the right sfa. On (B)(6) 2019, the subject complained of pain and numbness in the right foot starting from the anterior leg and going down to all the toes. The subject was unable to take medication for the pain due to stage IV renal failure. On this same day, a lower extremity arterial study revealed bilateral peripheral artery disease. Bilateral moderate claudication was noted in left and right leg. Ruborous changes were noted to right foot with pain. Continued use of medication was advised along with a follow-up appointment. On (B)(6) 2019, examination of the lower extremity bilateral revealed pedal pulses were not palpable and rubor was present on the right foot. A right lower extremity dus revealed a narrowing of the distal common femoral artery and proximal deep femoral artery. The sfa was occluded at the junction and remained occluded to the hunters canal. The entire stented area of the sfa was occluded, and no halo was observed around the stent. The popliteal artery was patent with a blunted doppler signal. Monophasic doppler signal was noted at the right ankle. The patient was advised for an angiogram with possible intervention and lytic therapy. On (B)(6) 2019, the subject underwent a right leg angiogram. It was revealed that the right common femoral artery was patent but with mild stenosis of 20%. The right profunda was patent with 50% stenosis in the proximal portion. The entire right sfa was occluded including the entire stent. The popliteal artery was patent above and below the knee. The proximal at and tibial peroneal trunk had less than 50% stenosis. The posterior tibial artery was chronically occluded. The entire length of the occlusion was 240mm. Thrombectomy was performed, followed by tpa infusion. On (B)(6) 2019, a right leg angiography through the existing sheath revealed that the right common femoral artery was patent. In the right sfa, the proximal sfa was patent but severely narrowed and 60% stenosis remained. The sfa stent was patent. There was focal stenosis in the mid-portion of the stent. The popliteal artery was patent about the knee with 50% stenosis, and below the knee was patent. The proximal at and tibial peroneal trunk had less than 50% stenosis. On the same day, 910 days post index procedure, the entire sfa and popliteal artery was treated with a balloon angioplasty. Angiography confirmed no significant residual stenosis, no residual recoil and a widely patent sfa and popliteal artery. The proximal sfa about the stent was treated with a non-bsc drug coated balloon. A repeat angiography confirmed a widely patent sfa and popliteal artery. The measurement of the stenosis above the stent was at least 80% to 90% below the stent, and there was a normal vessel diameter of 5.2 mm proximally and 5.15 m distally. On the same day, the event was considered recovered and the subject was discharged. On (B)(6) 2019, the subject visited for a scheduled arterial study of the right leg. It was reported that the rest pain had been resolved, though mild pain to the right foot occasionally occurred. The right foot was warm to touch, normal in color and pedal pulses were pulpable. An arterial study revealed the right external iliac through the popliteal artery were with normal limits. The subject was recommended for a lower extremity duplex to be performed post 3 months.

Event description:
It was reported that claudication and in-stent thrombosis occurred. The subject was enrolled in the imperial clinical study with the patient identifier of (B)(6) on (B)(6), 2016, and the index procedure was performed on the same day. The target lesion was located in the right proximal superficial femoral artery (sfa) extending to the mid and distal sfa. The target lesion was 100% stenosed, was 181mm long with a proximal and distal reference vessel diameter of 5.00mm. The lesion was classified as a tasc ii b lesion. After treatment with pre-dilatation, the lesion was treated with placement of a 6x120mm and a 6x100mm study stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2019, the patient was diagnosed with claudication and occlusion in the right sfa. On (B)(6) 2019, the subject complained of pain and numbness in the right foot starting from the anterior leg and going down to all the toes. The subject was unable to take medication for the pain due to stage IV renal failure. On this same day, a lower extremity arterial study revealed bilateral peripheral artery disease. Bilateral moderate claudication was noted in left and right leg. Ruborous changes were noted to right foot with pain. Continued use of medication was advised along with a follow-up appointment. On (B)(6) 2019, examination of the lower extremity bilateral revealed pedal pulses were not palpable and rubor was present on the right foot. A right lower extremity dus revealed a narrowing of the distal common femoral artery and proximal deep femoral artery. The sfa was occluded at the junction and remained occluded to the hunters canal. The entire stented area of the sfa was occluded, and no halo was observed around the stent. The popliteal artery was patent with a blunted doppler signal. Monophasic doppler signal was noted at the right ankle. The patient was advised for an angiogram with possible intervention and lytic therapy. On (B)(6) 2019, the subject underwent a right leg angiogram. It was revealed that the right common femoral artery was patent but with mild stenosis of 20%. The right profunda was patent with 50% stenosis in the proximal portion. The entire right sfa was occluded including the entire stent. The popliteal artery was patent above and below the knee. The proximal at and tibial peroneal trunk had less than 50% stenosis. The posterior tibial artery was chronically occluded. The entire length of the occlusion was 240mm. Thrombectomy was performed, followed by tpa infusion. On (B)(6) 2019, a right leg angiography through the existing sheath revealed that the right common femoral artery was patent. In the right sfa, the proximal sfa was patent but severely narrowed and 60% stenosis remained. The sfa stent was patent. There was focal stenosis in the mid-portion of the stent. The popliteal artery was patent about the knee with 50% stenosis, and below the knee was patent. The proximal at and tibial peroneal trunk had less than 50% stenosis. On the same day, 910 days post index procedure, the entire sfa and popliteal artery was treated with a balloon angioplasty. Angiography confirmed no significant residual stenosis, no residual recoil and a widely patent sfa and popliteal artery. The proximal sfa about the stent was treated with a non-bsc drug coated balloon. A repeat angiography confirmed a widely patent sfa and popliteal artery. The measurement of the stenosis above the stent was at least 80% to 90% below the stent, and there was a normal vessel diameter of 5.2 mm proximally and 5.15 m distally. On the same day, the event was considered recovered and the subject was discharged. On (B)(6) 2019, the subject visited for a scheduled arterial study of the right leg. It was reported that the rest pain had been resolved, though mild pain to the right foot occasionally occurred. The right foot was warm to touch, normal in color and pedal pulses were pulpable. An arterial study revealed the right external iliac through the popliteal artery were with normal limits. The subject was recommended for a lower extremity duplex to be performed post 3 months. It was further reported that on (B)(6) 2019, core-lab angiography findings noted thrombus of grade 0 and absence of aneurysm. However, core lab noted the presence of isr pattern 4. No stent deformation or stent fracture was noted.

Manufacturer narrative:
Device is a combination product.